Event description:
A physician reported a certas valve (ID 828804) was implanted via l-p shunt in (B)(6) 2020 with unknown setting. Valve obstruction was confirmed and it was removed and replaced on (B)(6) 2022. Based on information provided, it is unknown if the patient experienced any signs and symptoms due to obstruction.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The certas valve (828804) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected; no defects were noted. The valve was hydrated. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism, but at the time of investigation no occlusion issues were noted. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.